Event description:
Same case as MFR report #: 2134265-2011-01414 it was reported that during a percutaneous transluminal angioplasty treatment procedure two balloon ruptures occurred. The 100% stenosed, de novo target lesion was located in the calcified and moderately tortuous left anterior tibial artery. Pre-dilation was attempted with a 1.5x20mm sterling balloon catheter which was advanced to treat the target lesion. Upon the first inflation at 4 atm's the balloon ruptured. A second 1.5x20mm sterling balloon catheter was then advanced and upon the first inflation at 6 atm's, it also ruptured. The procedure was completed with another of the same device. There were no reported patient complications and the patient's status was good.

Manufacturer narrative:
Age at time of event: over 18 years old. Device evaluated by MFR: the complaint device was not received for analysis; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).